Manufacturer narrative:
Additional information added to: d1,d4

Event description:
It was reported that the clamp on the extension tubing set was broken and cause a backflow of blood into the tubing. Although requested, additional information was not provided.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that the clamp on the extension tubing set was broken and cause a backflow of blood into the tubing. Although requested, additional information was not provided.